Event description:
During right total hip revision an ultra-sonic cleaner was utilized to remove cement from femoral canal, 2 of the tips from the ultra drive tool broke and had to be retrieved from pt.